Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l data from importer report - it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability and impairment.

Manufacturer narrative:
(B)(4). Add'l data: date of report - (b)(40 2012; device info - avaulta anterior biosynthetic support system; catalog# 486010; (B)(6).